Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) broke and was not able to be used leading the patient to experienced high blood glucose (bg) levels. The nurse visited the patient at school to try to troubleshoot the pmd and administered a manual insulin injection.